Manufacturer narrative:
Device evaluation summary: during analysis of the sample was found ruptured and received in two (2) parts. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast implant rupture, bilateral capsular contracture; baker grade iii, and bilateral hypertrophic scar with ptosis manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 400cc mentor memorygel, breast implant on both sides and was presented with bilateral breast implant rupture, bilateral capsular contracture; baker grade iii, and bilateral hypertrophic scar with ptosis. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number: 3504004bc; serial number: (B)(4) on the right side and catalog number 3504004bc; serial number: (B)(4) on the left side. This report is for the patient¿s left-sided device.